Manufacturer narrative:
The pump was received with intermittent buttons due to unlocked j2 connector at lcd board. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer's father reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 247mg/dl. The father states the customer's up button is not responding. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.